Event description:
Complainant alleged that the clinicians were treating a pt in the electro-physiology lab, when "ventricular flutter" was "induced with programmed electrical stimulation" with the device in sync mode. The device was then taken out of sync mode. At this point, the pt's heart rhythm went into ventricular fibrillation. The device was charged to 200 joules, but would not discharge when the discharge button was depressed. Ten seconds later, the device discharged on its own, converting the pt's heart rhythm to a sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.